Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data, comprising one follow-up document dated january 8, 2024, was inspected. The follow-up document showed the mos2 battery status with a remaining battery capacity of 3 percent, confirming the clinical observation. The inspection further showed, that the device was programmed to the ddd-cls pacing mode with a fixed stimulation output of 3.5 v and 0.4 ms in the atrial as well as the ventricular channel. The diagnostic data showed that the patient was almost 100 percent paced. Based on the programmed parameters, the documented pacing statistics and the associated current consumption a remaining battery capacity of 3 percent after approximately 5.7 years of service time is normal and as expected. There is no indication of device malfunction. Should further relevant information become available this investigation will be updated.

Event description:
It was reported that the device shows the eri status. The ICD will be changed. No adverse patient events were reported. Should additional information be received, this file will be update.